Event description:
The customer repeated the proficiency testing with a different lot of test cups # c511577, the customer had the results within expected american proficiency institute (api) ranges. No further action required by technical support specialist. The aia-2000 analyzer is functioning as expected.

Manufacturer narrative:
A 13-month complaint, service and lot history review for serial number (b0(4) and ca19-9 lot # c311571 from the date of 22jan2022 through aware date 22feb2023 was performed for similar complaints. There were three similar complaints identified during the search period including this case. The st ca 19-9 analyte application manual states the following: limitations of the procedure the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ca 19-9, the highest concentration of ca 19-9 measurable without dilution is 400 u/ml, and the lowest measurable concentration is 1.0 u/ml (assay sensitivity). Although the approximate value of the highest calibrator is approximately 400 u/ml, the exact concentration may be slightly different depending upon the lot. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 u/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values or occasionally falsely decreased values when tested for ca 19-9 using st aia-pack ca 19-9 the most probable cause of the reported event is not determined, cause not established.

Event description:
The customer reported failed american proficiency institute (api) testing for ca19-9 using test cup lot# c311571 on their aia-2000 analyzer. The customer repeated the sample run using a different test cup lot # c511577, which completed without errors and within acceptable range. Technical support specialist (tss) contacted the customer and confirmed the api results passed. There was no indication of any patient intervention or adverse health consequences due to the reported event. No further action required by technical support specialist. The aia-2000 analyzer is functioning as expected. The most probable cause of the reported event is not determined, cause not established.